Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. Customer's blood glucose (bg) level was 53 mg/dl. Customer addressed low bg level with juice and crackers. A root cause could not be determined. A replacement transmitter was sent to the customer.